Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device returned for evaluation. During evaluation it was determined that device's trigger was assembled incorrectly. Therefore, the reported condition was confirmed. The reported condition of the trigger being assembled incorrectly is being addressed through a non conformance. The assignable root cause was determined to be traced to manufacturing.

Event description:
It was reported that during set up for an unspecified surgical procedure, the robotic assisted saw handpiece device did not work. It was reported that the when replaced with a new saw device, the system worked as expected. During an in-house engineering evaluation, it was determined that the device magnet had detached from the trigger assembly. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.